Event description:
It was reported that during a ptca procedure, deflation difficulties were encountered. The physician was able to deflate the balloon and then experienced removal difficulties. The entire system was removed without incident.